Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the explanted ipg. The physician wanted to give the patient MRI options.

Event description:
A report was received that the patient's scs system had high impedances. It was also noted that the physician suspected a fracture with the patient's leads and confirmed that there was a kink in the lead. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs system had high impedances. It was also noted that the physician suspected a fracture with the patient's leads and confirmed that there was a kink in the lead. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.